Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. The device evaluation revealed that the drill performed according to specifications, however, the pneumatic hose assembly leaked oil. The hose assembly was replaced and additional preventative maintenance was also performed. The drill was returned to the user facility.

Event description:
It was reported that during setup for a spinal procedure, it was discovered that the pneumatic drill leaked oil into the sterilization case during the cleaning process. This event did not occur during a surgical procedure, so there was no patient involvement. Backup equipment was used to complete the scheduled procedure, without causing a delay. No user injury was reported, and no adverse consequences were alleged with this event.